Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy procedure, the patient returned to the hospital with post-operative bleeding a few days after the procedure. A week post-op, the surgeon took the patient back to the operating room because a computed tomography (CT) scan showed a potential leak. The patient underwent another procedure one week post-op, and no leak was found. A drain was placed. Another computed tomography (CT) scan was performed, revealing a leak at the fundus. A stent was placed to control the leak.